Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool confirmed low battery alarms as abnormal behavior was noted on the voltage. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and it functioned properly. The insulin pump was received with cracked keypad overlay at select button. The insulin pump had minor scratches on the lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer mother reported via phone call, the insulin pump continued to alarm low battery. From the last call about a month ago the alarm has occurred three to four days. The battery did not expect the average battery life for the battery type. Customer's mother agreed to replace the insulin pump.